Event description:
It was reported that the patient presented in clinic during follow up. Upon interrogation, atrial lead noise was observed which appeared to trigger automode switch episodes (ams). The noise could be reproduced with isometrics. No intervention was performed. The lead will be monitored. Patient was stable and will continue to be followed.

Event description:
Additional information received notes recurring issue of oversensing noise on the atrial lead. No changes or interventions were performed. The patient was asymptomatic and stable.